Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Clinical team reported placement signal not working since priming and that ic4510 has had similar problem in the past. Upon reviewing the data logs, after about 26 hours of support, there were multiple placement signal not reliable alarms and the 5s parameter analysis showed a rise in lamp to 100, a rise in gain, and a drop in signal not reliable. The data logs of the 2 most recent cases where this console: ic4510 was sued, on (B)(6) 2023, were also evaluated and there were no optical signaling issues for the former case and the latter had placement signal issues that resolved during the case. These cases did not have similar issues as the complaint pump. Insufficient product was returned for analysis of this complaint. The product returned had a severed catheter with the cannula/motor not returned, limiting investigation. The returned portion of the device passed the light continuity test, indicating that the issue was likely isolated to the optical fiber/sensor face that was not returned. The 5s parameters from the lab analysis are therefore not accurate representations of optical signaling for this pump. The root cause of the optical signal issue was not determined as sufficient product was not returned. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. The complainant reported that a placement signal not reliable alarm occurred. The patient trended well and was managed by ICU without the placement signal. The patient was successfully weaned from the pump and the device explanted.

Manufacturer narrative:
D6b: corrected explant date.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.